Manufacturer narrative:
The field service engineer found the mixer paddle was curved, the sipper and sample/reagent probes were out of alignment, and the customer was not performing the daily maintenance. The mixer paddle was changed, the beta-hcg reagent pack was exchanged and the probes were adjusted. The qc and calibration were performed and showed improvement from the previous weeks. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and a questionable hcg+beta elecsys result from the cobas e411 rack analyzer. The initial result was 117.7 miu/ml with a data flag and the repeat result was >10000 miu/ml with a data flag. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory. The reagent lot number was 584579. The expiration was provided as "03/2023".

Manufacturer narrative:
The investigation determined the service actions resolved the issue.